Event description:
On (B)(6) 2010, the pt underwent surgery, a lumbar laminectomy. During the hospital stay, the sacral wound dehisced. On (B)(6) 2010, the pt was started on vac therapy in the hospital. On (B)(6) 2010, the pt was discharged from the hospital with activac. On (B)(6) 2010, the pt was seen by the home health nurse, and it was noted that there may have been retained foam in the wound. On (B)(6) 2010, the pt was seen in the emergency room and had sharp debridement of the wound, but there was no foreign material noted at that time. On (B)(6) 2010, the pt was seen again for an unk reason and scheduled for surgery on (B)(6) 2010. On (B)(6) 2010, the pt underwent general anesthesia and the surgeon removed a piece of foreign material that was approximately 6 cm x 2 cm. On (B)(6) 2010, the pt was discharged from the hospital in good condition. On (B)(6) 2010, the pt was re-started on vac therapy. As of this report, the pt continues on vac therapy and is doing well.

Manufacturer narrative:
The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identify of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. V.a.c. Therapy labeling available in print and on-line states "v.a.c. Foam dressing are not absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events."